Event description:
It was reported that post op a laparoscopic sleeve gastrectomy, the patient returned with a post-operative leak. During a call with the surgeon on (B)(6) 2014, the surgeon stated that during the gastric sleeve procedure, he mobilizes the stomach. He uses the green reload for the first firing on the stomach and uses gold reloads for subsequent firings. He oversews the staple lines with pds suture using invagination and continuous suture technique. Lastly, he checks the staple line for hemostasis/pneumostasis using a methylene blue. There was no leak detected. He also uses a collagen hemostat after stapling and suture. There were no issues with the device during the initial procedure. Everything went well. The surgeon stated that the patient returned for a routine follow up visit with fever and nausea. A CT scan was performed and a leak was detected. The staple line failure appears to be near the cardia. The staple formation was difficult to see as the area was inflamed. Staples appeared to be separated, but the sutures were holding. The defect was closed and a gastric tube was placed. As per the hospital administrator on (B)(6) 2014, he provided the date the patient was taken back to surgery as (B)(6) 2014 four days after returning for routine follow up visit. The patient was asymptomatic for post-operative leak. The patient is still in hospital. Good evolution, asymptomatic. Schedule to be discharged soon.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The manufacturing records were reviewed for the lot number provided and no discrepancies were found during the manufacturing process.